Event description:
The customer reported that the sterrad nx sterilizer was emitting oil mist and smoking. The smoke did not have a smell to it. There were no human reactions due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze/ oil mist failures prior to this event. Trending analysis for haze/ oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze/ oil mist issues is considered none/negligible risk. There were no parts returned for investigation of the report of haze/ oil mist.

Manufacturer narrative:
An asp field service engineer was dispatched to assess the unit. The unit was working properly when the fse arrived. The unit had a light mist coming from the catalytic converter filter. The fse cleaned the oil mist filter assembly and performed pm1 maintenance which resolved the haze. The fse ran three customer loads. The unit meets all manufacturers' specifications.